Manufacturer narrative:
Analysis was normal. No anomalies were found.

Event description:
It was reported that during a device implant procedure, after the atrial lead was connected to the device and the set screw was tightened, no low voltage output pacing issue was observed. The physician suspected that the position of the lead as not good and therefore the lead was screwed out to adjust the position of the electrode. After adjustment and reconnecting it, the pacemaker set screw was missing and the setscrew fell off the pacemaker. Device was removed and a new device was implanted. Patient was stable.